Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, when attempting to remove a 2.25 x 12 mm otw trek balloon catheter, it became stuck on a balance middleweight (bmw) universal guide wire. The devices were removed from the anatomy together. Another trek and the same guide wire were used for pre-dilatation and a xience alpine was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The distal shaft was noted to be separated. Follow-up with the site clarified that after the balloon catheter and bmw guide were removed from the patient anatomy, the balloon catheter was cut away from the guide wire so the balloon catheter could be returned. The reported resistance with the guide wire could not be tested due to the separation. The investigation was unable to determine a conclusive cause for the reported resistance with the guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.